Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the patient¿s intra-operative complication. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018 which was provided by the robotics coordinator. The system logs do not show any indication that a surgical procedure was performed on the da vinci surgical system (system serial #(B)(4)) provided by the robotics coordinator. However, the site¿s procedure history indicates that the surgeon performed a procedure on the system on (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure performed (B)(6) 2018. Based on the current information provided, this complaint is being reported due to the following conclusion: while undergoing a da vinci-assisted myomectomy procedure, a bowel lesion was found intra-operatively. The bowel lesion was repaired by a general surgeon via traditional laparoscopic surgery. However, the root cause of the intra-operative complication is unknown.

Event description:
It was initially reported that during the da vinci-assisted myomectomy procedure, a small lesion was found on the patient¿s bowel and it was unclear what had caused the intra-operative complication. A general surgeon was called in to repair the bowel lesion with laparoscopic instruments. On (B)(6) 2018, intuitive surgical, inc. (Isi) contacted the site¿s robotics coordinator and the following additional information regarding the reported event was obtained: the robotics coordinator was present during the surgical procedure which was not recorded on video. While the surgeon was dissecting fibroids, a bowel lesion was found on bowel tissue. The bowel lesion was described as being ¿whitish tissue,¿ which looked like tissue that had been cauterized. As a result of the intra-operative complication, a general surgeon was called into the or. The general surgeon applied sutures to the bowel lesion via traditional laparoscopic surgery. After the bowel lesion was sutured, the da vinci-assisted myomectomy was completed robotically. The robotics coordinator indicated that no malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. She also stated that the da vinci instruments used during the case have been used in a subsequent surgical procedure with no reported issues. On 10/22/2018, isi contacted the isi clinical sales representative (csr). The csr indicated that he was not present during the case but was informed of the reported event by the robotics coordinator. The csr confirmed that the surgical procedure was completed robotically and no post-operative complications have been reported. The site has not determined the root cause of the bowel lesion.